Manufacturer narrative:
(B)(4). One lighttrail tractip laser fiber was received for evaluation. Visual examination revealed that the distal tip of the fiber had broke off. During a functional evaluation, the fiber was tested with a hene laser fixture and the aiming beam was visible at the distal tip. There were no signs of breakage along the length of the fiber. There were no signs of breakage along the length of the fiber. Based on the reported event details, it is most probable that the event occurred due to the handling of the device outside the patient during the procedure. Therefore the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail tractip laser fiber was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl console in ablation mode with laser settings of 15 hz and 1000 mj. According to the complainant, during the procedure and outside the patient, the laser fiber worked for a short time, then stopped and an error messaged appeared on the attached laser console. The procedure was completed with another laser fiber using the same auriga console. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached.